Event description:
It was initially reported on (B)(6) 2021 that the ventilator had a high air inlet pressure alarm during device testing. The air regulator was reading over 40 psi. Additional information received on (B)(6) 2021 stated that this occurred during patient use. The reporting hospital is not able to share any additional information. The debug logs show that the ventilators last use on a patient was (B)(6) 2021. The logs show a high air inlet alarm was activated on (B)(6) 2021. The logs also show that ventilation was not interrupted and continued to ventilate patient until powered off by user.